Event description:
Ventilator malfunction when returning pt to vent after transport. Error messaged; airway obstruction, flow sensor failure. Ventilator autocycling, pt immediately removed from ventilator and manually ventilated while replacing the ventilator.